Event description:
Healthcare professional reported "textured to smooth implant exchange" and "rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "textured to smooth implant exchange" and "rupture". Patient later reported "rupture". This record is for the right side. The device was explanted, unknown if it will be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, d1, d4, h4, h6, h11.